Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure. During the procedure, the patient received a 2nd 23mm sapien 3 valve in the 1st 23mm sapien 3 valve (tav in tav) due to closure insufficiency of the 1st valve. Before valve deployment, balloon aortic valvuloplasty (bav) was performed with an 18mm balloon catheter. After that, the 1st valve was deployed with 2ml less than nominal volume. After valve deployment, a paravalvular leak (pvl) occurred. Although pvl was trivial, post dilation was performed with 1ml more than nominal volume since preoperative physical activity level was high. After the post dilation, arterial blood pressure (abp) recovery was slow. Additionally, a massive central leak was observed by aortography. After abp recovered, transesophageal echocardiography (tee) revealed that the leaflets of the 1st valve did not close completely. Therefore, a 2nd sapien 3 valve was deployed in the 1st valve, and it was confirmed that central leak and vital signs improved. The operation was completed, and the patient returned to the ICU. Per follow-up information, the patient is recovering without remaining disability.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for -valve deployment and position - improper leaflet coaptation- and -valve deployment and position - deployed valve exhibits central regurgitation- were unable to be confirmed due to unavailable of medical record and relevant imagery. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, "after valve deployment, a paravalvular leak (pvl) occurred. Although pvl was trivial, post dilation was performed with 1 ml more than nominal volume since preoperative physical activity level was high. After the post dilation, arterial blood pressure (abp) recovery was slow. Additionally, a massive central leak was observed by aortography," and "after abp recovered, transesophageal echocardiography (tee) revealed that the leaflets of the 1st valve did not close completely." In this case, post-dilation with additional 1 ml could have resulted in the ability of the valve leaflets to properly function by a creating a gap between the leaflets. The resulting gap could intefere with proper leaflet coapation by restricting leaflet motion and giving rise to central regurigation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Technical summary (B)(4) is applicable to this reported event because post-dilation is identified as one of the potential root causes of regurgitation and improper leaflet coaptation. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.